Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical nurse specialist that the patient began receiving red heart alarms and thought that the pump sounded like it had slowed down. Black dust was also reported to be noted in the vent filter. The patient exchanged the system controller to his back up with no resolution to alarms. Vent filters were submitted for analysis, but there were no significant findings. Approximately one week later, the patient was discharged home, however, he was admitted again shortly after via ambulance due to increased red heart and yellow wrench alarms. The patient admits to a feeling of periodic heart "fluttering," but was otherwise asymptomatic. The following day, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl) at an increased rate of 80 bpm. At this point, the patient was no longer cooperating and not allowing the nurses to perform the required venting of the svl while the patient was on pneumatic support.

Manufacturer narrative:
The patient remains on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.